Manufacturer narrative:
.

Manufacturer narrative:
This product has not been received back for evaluation. The problem cannot be confirmed. The customer has been reminded to use approved cleaning agents per the IFU for the product. Device was scrapped.

Event description:
The customer reported that during a patient intubation procedure, the thumb tab of the stylet broke off. The stylet was retrieved from the tube with some difficulty and the intubation tube was taken out of the patient. There was no harm to the patient. A follow-up by the area manager for the distributor of the product verified the product had been thrown away and could not be returned for evaluation or investigation. The customer uses a cleaning agent that is not on the recommended list in the IFU for the product.